Event description:
It was reported that during a meniscal repair surgical procedure, it was observed that the suture of the OMNISPAN MENISCAL REPAIR 12DEG device was winding, which lead to the device not firing. It was reported that the surgeon changed to another OMNISPAN MENISCAL REPAIR 12DEG device to continue the surgery, and the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.This is report 1 of 2 for (b)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.H11 Additional Narrative:INVESTIGATION SUMMARY -The product was not returned to Depuy Synthes for evaluation, however a photo was provided for evaluation.Visual inspection of the returned photo revealed that the device is shown in used condition. Both plates are already deployed and are not shown in the photo. The needle is in good condition. The suture is in good condition and does not shows winding.The overall complaint was not confirmed as the observed condition of the OMNISPAN MENISCAL REPAIR 12DEG would have not contributed to the complained device issue.Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of Depuy Synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.